Event description:
Complainant alleged that during biomed testing the device shut down while attempting to charge defibrillator. The complainant indicated that there was no pt involvement in the reported malfunction.